Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material was found on the adhesive around the light guide lens and on the adhesive around the objective lens. There were no reports of patient involvement.

Event description:
Foreign object was found at the light guide lens and distal end.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material found at the light guide lens, adhesive at the objective lens, and distal end were confirmed. Based on the results of the investigation, the type of material could not be identified. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due leakage caused by a pinhole on the distal sheath. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.